Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Based on the results of the investigation and although we could not specify the root cause of the suggested event, the issue likely occurred due to clogging of the channel tube which caused the suction function to be completely nonfunctional. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had stent broken off in working channel. The issue occurred during an unspecified procedure. There were no reports of patient harm.